Manufacturer narrative:
(B)(4). Event year only reported: 2022. Batch #: v95v2c. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was connected to a test handpiece and a gen11, during functional testing the trigger activates the device when it is closed and remains activated when the trigger was released. The device was disassembled to verify the condition of the internal components for evidence associated with issues found and it was noticed that the hand control buttons were not assembled correctly. This could have cause the reported event. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch v95v2c and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, after connecting the device, on the test stage the message said that 'two switch is detecting.' It didn't turn into next level. There were no patient consequences.